Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 600 mg/dl while wearing the pod between 24 and 36 hours on the arm. It was reported that the patient then went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous therapy with insulin and more fluids. They also provided the patient with some medication to breathe better. Patient was in the hospital for a little over 24 hours.